Manufacturer narrative:
Concomitant product: product ID: 3765,1 lot# serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported the dystonia patient¿s implantable neurostimulator (ins) had been depleted for 24 hours at the time of report because the patient ¿could not get any coupling¿ between their recharger and ins and ¿thus could not charge.¿ the patient experienced a ¿return of dystonic symptoms¿ due to a ¿loss of stimulation¿ as a result of the depleted ins. The recharger was replaced as a result of the event. The patient ¿was able to recharge with the new charger;¿ however, they ¿still had no symptom control.¿ the manufacturer representative involved in the case ¿suspected the device was switched off,¿ but had been unable to confirm this as of two weeks after initial report. The patient was redirected to their healthcare provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.

Event description:
Additional information confirmed ¿the device was switched off¿ and ¿that¿s why the symptoms had returned.¿ the patient¿s ins was ¿switched back on¿ and the ¿symptoms were alleviated¿ at that time. The patient was notably given a patient programmer and taught how to switch the ins back on herself, in case the event was to happen again.